Manufacturer narrative:
(B)(4)

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal clonidine 60ug/ml at 26.919ug/day, bupivacaine 4.5mg/ml at 2.0189mg/day, and morphine 4.5mg/ml at 2.0189mg/day. The lot numbers were unknown. A motor stall was seen at the initial interrogation. The patient had not recently had an MRI. The pump stalled, and eri (electronic replacement indicator) was 33 months. The patient was having an injection on (B)(6) 2016. They did not want to have any pump alarms that activate and did not want a new pump, so pump off was being done. Imaging was done after the stall, but the hcp did not think there were any mris/electromagnetic interference (emi) that may have caused the motor stall. The patient was in the hospital for some time (approximately 5 days) with withdrawal symptoms when the motor stall occurred. It was noted that at the refill on (B)(6) 2016, there were no motor stall/pump issues. The hcp had not read the event logs, so they did not know the date of the stall. The onset was unknown ((B)(6) 2016). It was unknown if this was a gradual or sudden change in therapy/symptoms. The cause of the issue, actions/interventions taken, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.